Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) accessed the station remotely and reviewed data synchronization logs, confirming no errors and showing successful communication with the server, with upload and download times current. The customer confirmed that the station was communicating and functioning as expected. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not correctly communicating. The nurses have been unable to locate patients directly on the station and must rely on global search, forcing the station to remain in critical override mode. The customer also reported that about medication discrepancies, noting that several medications did not match expected quantities, including a missing ketamine vial, and stated that 5 out of 10 listed medications in the station were affected. However, there were no delays or adverse events or injuries reported based on this event.